Event description:
Consumer reports that after using the product two or three times, she had hives and trouble breathing. She states she was near anaphylactic shock and her doctor prescribed an epipen for the next time.